Manufacturer narrative:
Revision occurred approximately 326 days after the primary surgery due to instability of unknown cause. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred on (B)(6) 2026, approximately 326 days after the primary surgery on (B)(6) 2025. No fall or other trauma reported. Based on comparing usage forms fx v135 stem ta6v ø36/12 cementless ti/ha, humeral cup standard pe/ta6v ø40/+6 and humelock reversed centered glenosphere w/ screw cocr/ta6v 10° tilt ø40mm was explanted due to instability. These parts were replaced with fx v135® humelock stem ta6v ø40/14 l. 120mm cementless ti/ha, fx v135 humeral cup 135/145° stability pe/ta6v ø40 +3, humelock reversed eccentric glenosphere w/ screw cocr/ta6v 10° tilt ø40mm and fx v135 humeral spacer ta6v +9mm.